Event description:
The manufacturer became aware of a rep dreamstation auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer¿s investigation is ongoing. A follow up report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 11/17/2022 and h11 is updated as: the manufacturer became aware of a rep dream station auto CPAP, dom - recrt device alleging visualization of particles. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation, there was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Section g and h is updated in this report,